Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened sample was returned for review. Visual inspection of the catheter confirmed the vent plug was broken into two pieces. One piece of the plug was still inside the luer hub. Magnification of the vent plug found the surfaces of the breakage site to be rough and uneven. The stylet was still inserted through the plug. The vent plug is a purchased component. Possible causes for the breakage of the vent plug could be related a supplier error in the manufacturing of the component or related to the assembly process in which the vent plug is drilled in order to insert the stylet. There have been no other complaints regarding this issue with this part number or lot number. Therefore, this issue was most likely an isolated event. Since this issue was most likely an isolated event, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
During the installation of a PICC for prolonged tpn therapy, upon removal of the stylet from catheter, the plastic piece that held the stylet broke in 2 pieces, part of which was stuck in the hub of the PICC. The inserter tried to remove the piece of plastic stuck in the hub of the PICC with tweezers but the plastic started to crumble. PICC had to be completely removed and new PICC access attempted.